Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 during interrogation without beeping tones which an indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage fault that was appropriate. There were no other suspicious faults or resets stored within device memory. The battery voltage at the time of interrogation was 2.976 volts, therapy delivery is unaffected. Moreover, the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 during interrogation without beeping tones which an indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage fault that was appropriate. There were no other suspicious faults or resets stored within device memory. The battery voltage at the time of interrogation was 2.976 volts, therapy delivery is unaffected. Moreover, the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.